Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 328 mg/dl at the time of incident. The customer's blood glucose was 410 mg/dl at the time of call. The customer's blood glucose was 248 mg/dl at the time of hospitalization. The customer's mother stated that they were given manual injections to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization for less than 48 hours. The customer's mother performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer's mother performed high pressure test and the insulin pump passed. The customer's mother also reported that the blood glucose was going up and down. The customer's mother stated that the blood glucose went over 600 mg/dl then dropped down to 53 mg/dl and would go over 600 mg/dl again. The insulin pump will not be returned for analysis.